Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to failure of the first pressure reducing valve also is likely due to / some kind of physical stress. Therefore, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the average flow volume decreases, failure of the first pressure reducing valve, the mouthpiece for providing co2 was broken and the s-tube aperture blade dropped. There was no patient involvement.